Event description:
It was reported that the first fiber was damaged at the tip of 218,750 joules during the procedure. It was reported that a second and third fiber were damaged at tip. Joules and usage are unk. The procedure was completed with fourth fiber. There was no report of pt injury. This report is for the third fiber.

Manufacturer narrative:
Fiber analysis: the fiber cap was found to be intact and attached; exhibits a drilled through condition. The fiber cap region burnt and melted. The fiber cap was also found to exhibit detritus, char, devitrification and melted glass. The bevel section melted and exhibits burnt glue. The fiber cap condition would result in reduced tissue vaporization efficiency. The potential for forward firing may exist. The most probable root cause of the device failure was determined to be heat accumulation, likely due to anatomical/procedural factors encountered during the procedure. Reference: MDR report number 2937094-2013-00174. Reference: MDR report number 2937094-2013-00175.